Event description:
During omega chs surgery, the surgeon used the combination reamer. In reaming, the locking part of the combination reamer loosened.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the visual evaluation of the returned device revealed that several usage marks are visible on the whole item (scratches at the ao coupling and deformations of the combo reamer drill tip. There are two possible reasons for the reported failure mode: first, it could be assumed that the barrel reamer assembly was fixed in the wrong position. Due to that it was reamed further than intended. Second, it could be assumed that the fixation of the barrel reamer assembly was not performed correctly and due to this issue, the barrel reamer assembly slipped to another position and the shaft was reamed further than intended. After the bml test was performed, an additional test under controlled conditions was run to analyze the fixation strength of the barrel reamer assembly onto the combo reamer drill. Please note that the test results of the two tested omega combination reamer assemblies showed no relative displacement up to 5kn loading. The acceptance criteria was met. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Based on the investigation results and a previous similar case, this case could be classified as user related.

Event description:
During omega chs surgery, the surgeon used the combination reamer. In reaming, the locking part of the combination reamer loosened.